Event description:
It was reported the device triggered elective replacement indicator within four years of implant and there was possible early battery depletion. It was indicated the device battery depletion was likely due to the device having high programmed outputs secondary to chronic elevated right ventricular thresholds as well as permanent atrial fibrillation with constant rhythm analysis by the device. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the device was returned and analyzed. Analysis revealed normal depletion that meets 80% of expected longevity. We did receive performance data collected from the device and have analyzed the data. Analysis revealed battery depletion indicated with time of recommended replacement time (rrt) in save to disk on (B)(4) 2012 device rrt less than equal to 2.6251 volt. Weekly battery voltage trend data shows battery equal to 2.632 to 2.618 volts between (B)(4) 2012. Patient alert for low battery voltage on (B)(4) 2012.